Manufacturer narrative:
The following elements have blank data

Event description:
During the operation, the string controlling the cardier forcep had snapped, it was then immediately removed from the patient and given to supervisor.